Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two advanix biliary stents were implanted in the gastrointestinal (gi) tract during an endoscopic retrograde cholangiopacreatography (ercp) procedure performed on (B)(6) 2015. The procedure was performed due to the patient experiencing jaundice and increased ca 19-9 levels, suggesting increased tumor burden. According to the complainant, on (B)(6) 2015, one of the implanted advanix biliary stents was removed and replaced with a wallflex stent. There was no reported malfunction of the advanix biliary stent, however, the physician assessed that a wallfex stent was more appropriate due to the patient's condition. The physician chose to place the wallflex stent along with the implanted advanix biliary stent to improve drainage. On jul(B)(6) 2015, the patient experienced abdominal pain. A CT-scan was performed and revealed that the advanix biliary stent had migrated and perforated the "distalmost aspect of the small bowel". No surgical intervention was performed to address the perforation, but the patient was continuously monitored. The patient was designated for nil per os (npo), nasogastric (ng) drainage, and antibiotic therapy. The patient was also administered antibiotics to treat sepsis. On (B)(6) 2015, the physician was notified of the perforation. The physician asked that radiology place a percutaneous drain, but they were reluctant to do so at that time. Due to the patient's overall condition, the physician decided to wait until (B)(6) 2015 before attempting to remove the migrated advanix biliary stent. On (B)(6) 2015, the migrated advanix biliary stent was successfully removed. The patient was discharged (exact discharge date not reported) and admitted into hospice because she did not want any further invasive interventions. The patient died on (B)(6) 2015 of cholangiocarcinoma.